Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that they had a patient who is (B)(6), female and diabetic. The customer reported that the catheter fell out while having dialysis.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway, upon completion the results will be forwarded.